Manufacturer narrative:
The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown."

Event description:
Healthcare professional reported unknown side "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade unknown". Device has been explanted, replaced and discarded.

Event description:
Healthcare professional reported unknown side "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.